Event description:
During a cardioversion procedure on a patient, the device successfully delivered the energy but the patient went into ventricullar fibrillation. The patient was then shocked again and converted into an organized rhythm. Clinicians are questioning if the device discharged at the appropriate time as the device was being used in the synchronized mode. There was no adverse effect to the patient due to the reported malfunction.